Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted all pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding higher glucose scans while wearing the adc device compared to the built-in meter. As a result, on (B)(6) 2022, the customer was treated with insulin and had a loss of consciousness. Non-hcp provided an injection of glucagon and firefighters provided additional unspecified treatment and brought the customer to the hospital. A diagnosis of hypoglycemia was reported. A follow-up glucose test of 260 mg/dl and 170 mg/d was then reported on the hcp meter. No further information was reported. There was no report of death or permanent injury associated with this event. Sensor scans of 104 mg/dl compared to a built-in meter test of 48, when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no physical damage is observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding higher glucose scans while wearing the adc device compared to the built-in meter. As a result, on (B)(6) 2022, the customer was treated with insulin and had a loss of consciousness. Non-hcp provided an injection of glucagon and firefighters provided additional unspecified treatment and brought the customer to the hospital. A diagnosis of hypoglycemia was reported. A follow-up glucose test of 260 mg/dl and 170 mg/d was then reported on the hcp meter. No further information was reported. There was no report of death or permanent injury associated with this event. Sensor scans of 104 mg/dl compared to a built-in meter test of 48, when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant.